Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hard drive and reloaded software, cal files and program flash. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system displayed a "high capacity disk failure" message. There was no report of patient injury.